Manufacturer narrative:
H4: the device was manufactured from june 10, 2022 - june 13, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed fluid inside the bladder suggesting an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused.; further described as "didn't fully infuse". This was observed during patient infusion. The device was filled with fluorouracil 4100mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.